Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Engineering investigated the issue and found that there was a small tip bite mark but no visible damage on articulation sleeve area. The system error 40 was reproduced during system test. The factory leakage test passed. When the spc board swapped to a new, system error was not observed, and the spc board function test failed and visible damage was found on the board. Thus, the possible root cause was determined to be weak durability in spc board design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing in preparation for an open heart surgery procedure, the transducer prompted a usacquisition_40 error message when it was connected to the ultrasound system. When the reported event occurred, the patient was already under sedation. The doctor removed the transducer and a new transducer and the same system were used to continue and complete the procedure. There was a delay of 20 minutes while the replacement transducer was obtained and prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.